Event description:
Nellcor puritan bennett rec'd a request for a ventilator inspection. As per customer, there is no allegation of ventilator malfunction.

Manufacturer narrative:
According to the customer, the pt was admitted as a medical pt. The pt was on an 840 ventilator for approx four to five days. At 6:00 am in 2008, the pt had difficulty breathing. The ER physician was called in at the scene. The ventilator was alarming at the time of the event. As per clinical educator of respiratory, the hosp staff extubated the pt to clear out the secretion. According to clinical educator, there was a clot on the tube when pt was extubated. There was a lot of drainage in the main airway of the pt, and the hosp was not able to drain it all out. The pt's airway was too small and had trouble pulling the suction catheter. The pt was intubated again, and had improved but later pt started to desaturate. Subsequently, pt expired.